Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore area under the front therapy electrode that appeared to be a welt from the electrode rubbing. The area was reported as deep and circular. The patient's cardiologist advised the patient to remove the lifevest for a few days and a doctor in the family advised the patient not to put the lifevest back on. Follow-up indicated that the area was healing.